Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review was performed. This lot was built on afa line 10 from (B)(6), 2020 and bulk packaged on (B)(6), 2020 for a quantity of (B)(4) units. One potentially related qn(B)(4) was found. One potentially related process deviation controlled under (B)(4) was found.

Event description:
It was reported that insyte autog bc global bl 22ga x 1.0in leaked. The following information was provided by the initial reporter: in the oncology sector when inserting the product in the patient there is no cut and causes pain and leakage. The customer did not know how to specify the exact day, informed that it has been happening for some time, they did not know the exact amount of the product with this issue. Patient lost the PICC, he did not receive the parenteral nutrition, they put a new access on the patient. Customer informed us by email the information below. A nursing team from the chemotherapy sector reports that when puncturing the patient's peripheral vein, the blood does not flow back and when releasing the equipment, the vein is lost. This has often happened when using catheter, so there are several units of the product. In addition, they complain about the cut of the catheter, which generates difficulty and pain in the puncture, consequently rupture / leakage.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter fax#: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that insyte autog bc global bl 22ga x 1.0in leaked. The following information was provided by the initial reporter: in the oncology sector when inserting the product in the patient there is no cut and causes pain and leakage. The customer did not know how to specify the exact day, informed that it has been happening for some time, they did not know the exact amount of the product with this issue. Patient lost the PICC, he did not receive the parenteral nutrition, they put a new access on the patient. Customer informed us by email the information below. A nursing team from the chemotherapy sector reports that when puncturing the patient's peripheral vein, the blood does not flow back and when releasing the equipment, the vein is lost. This has often happened when using catheter, so there are several units of the product. In addition, they complain about the cut of the catheter, which generates difficulty and pain in the puncture, consequently rupture / leakage.